Event description:
It was reported that during an implant attempt the helix of the right ventricular (rv) lead was deployed in heart tissue, retracted, and then failed to redeploy. Another rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the helix was blocked by the guide tooth and the lead appeared to have been damaged at implant. It was visually notes that there was blood in the distal conductor likely entered through the df-4 pin as there was no insulation breach observed. The helix was distorted and blocked by the guide tooth. It was not possible to test the extension/retraction and the helix length.